Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer replaced faulty green stripe tubing at pinch valve fourteen (pv14), thereby resolving the issue. Upon completion of the necessary repairs, the instrument was returned back into operation. The failure mode for this event was faulty tubing at pv14. (B)(4).

Event description:
The customer reported that a fluid leak was present in the blood sampling valve area of a coulter hmx hematology analyzer with autoloader. No critical components were affected by the leak. The leak was contained within the instrument. The fluids associated with this event were blood, diluent, and clenz. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a lab coat, face shield and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was reviewed.